Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. The patient arrived for an in-clinic check. Lead parameters were stable and no noise was noted with isometrics. Programming changes were made. The patient was stable.

Event description:
New information received noted the patient presented in clinic for follow up. Electrogram review noted continued right ventricular lead noise. Both non-sustained and non-sustained ventricular oversensing episodes were observed. No intervention was reported. The patient was stable.

Event description:
Related to manufacturer report number 2017865-2019-04450. New information received noted the patient presented for a lead revision due to right ventricular lead noise. During the procedure, fluoroscopy was performed which noted the previously reported right ventricular lead was being used for defibrillation support only. Both right ventricular leads were capped and replaced by a single lead on (B)(6) 2019. The patient was stable throughout.